Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor position encoder error. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received with stuck in the motor error alarm loop during bolus delivery also, with severely scratched display window noted. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and a21 error test due to motor error alarms. Unable to confirm e70 alarm due to overwritten history file. The insulin pump passed displacement test, rewind test, basic occlusion test, prime and self-test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread and broken reservoir tube lip.